Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."

Event description:
It was reported that the patient underwent an initial left total knee surgery on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to tibial loosening. The tibial tray and bearing were revised and a cruciate wing, a stem, tibial offset adapter, and tibial augments were also implanted.